Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) batteries would not maintain charged. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. One battery would not keep a full charge, it would not charge higher than two led indicators. Both batteries were due for the preventive maintenance (pm) cycle, so the fse replaced both batteries at the same time. Pm was completed, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) batteries would not maintain charged. There was no patient involvement, and no adverse event was reported.